Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a malfunction of a failed display. This event had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. The user interface module software version of this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failed display was confirmed and reproduced during product evaluation. The root cause of this condition was assigned to a defective main display. The main display was replaced to correct this condition. This is involving a pump with software version 6.13.92 which is categorized as a colleague p1.5. Baxter will continue to monitor similar reports to determine if further actions are required.